Manufacturer narrative:
Repair evaluation information was received on 08/05/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging chronic obstructive pulmonary disorder (copd). At this time, no medical intervention has been reported. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, pil observed an unknown brownish dried liquid type contaminant was observed on the top enclosure, front panel, and bottom enclosure. A dust-like contaminant was observed on the top enclosure, rear panel, blower, blower seal, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the inside and outside of the blower and on the blower box. Hair-like particles were observed on the blower seal. The top enclosure and rear panel were observed to have what appeared to be black markings on them. The blower box was observed to have what appeared to be a keratin-like substance on it. ER-2243857(v01) addresses the issue of keratin. There were no errors logged. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). See ER 2244873 (v01) for the procedure used to make this determination. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil is not able to address the symptoms specified. In box d: device serviced by 3rdp, device avail. For eval and date returned was updated. In box h: device eval. By mfg, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging chronic obstructive pulmonary disorder (copd). At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.